Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: damage. Visual inspection: the ria drive shaft was received at cq with the distal hexagonal tip broken. The fragments were not returned for investigation. Besides that, the instrument presents normal wear and tear signs of use. Dimensional inspection: part: drive shaft , feature: outer diameter , result: pass . Part: drive shaft , feature: inner diameter , result: pass . Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Summary: our investigation has shown, that the reported complaint condition is confirmed due to broken tip. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. Based on the findings above there is no indication that a manufacturing issue contributed to the complaint. We suppose that a mechanical overload situation during use could lead to the breakage. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot manufacturing location: supplier ¿ (B)(4) , packaged and released by: monument release to warehouse date: mar 22, 2013, part number: 314.743, drive shaft-minimum 520mm length-for use with ria, lot number: 7004946 (non-sterile), lot quantity: 30 . Purchase finished goods traveler met all inspection acceptance criteria. Certificate of conformance supplied by criterion tool and die dated mar 12, 2013 was reviewed and determined to be conforming. Note: certificate of compliance identifies raw material type(s) used but does not provide additional conformance / test reports for specific raw materials. Inspection sheet, incoming final inspection, 314if741 rev l met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev h was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review oct 17, 2019: DHR reviewed this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during loan kit inspection it was noticed the tip of the driver shaft had snapped off. It is unknown when the damage occurred, so it is unknown if there was patient or procedure involvement. This is report for 01 of 01 of (B)(4).